Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the leadless was deployed four times as the leadless ipg exhibited high thresholds. It was also reported that the patient could not hold their supine position due to pre-exsisting heart failure which was worsening in the supine position. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.